Manufacturer narrative:
Additional product code: kra, dqe, dqo. Medwatch (B)(4) was received. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, after insertion, unknown yellow fluid was found in the balloon of a swan ganz catheter. Fluid was seen in the balloon syringe and then in the balloon upon removal of the catheter from the patient. Issue occurred in the ICU. It is unknown if the patient's medication was the source of the yellow fluid. There was no patient harm.